Event description:
The user facility reported that water was leaking from their reliance vision single chamber washer/disinfector and out onto the floor. The water spread away from the unit. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the unit and found that the hot water feed line was leaking. The technician further inspected the unit and found that the barb adaptor on the hot water feed line was cracked. The technician replaced the barb fitting, ran a test cycle and confirmed the unit to be operational.